Manufacturer narrative:
(B)(4). Investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed on the bushing, and no discernible failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. No other issues with the device were noted. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip got stuck in the scope as there was difficulty experienced and then the clip did not fire correctly. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.